Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retain sample of ten blisters for the complaint lot was visually inspected. No defects were identified during the retain sample inspection. Product evaluation for lot number a0548489 have been performed as follows: lot complaint history review, complaint trend review, manufacturing record review and component inspection data review. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported on (B)(6) 2019 following a consumer who experienced severe pain in the left eye (os) and could not open the eye. It was also reported that the consumer consulted a colleague who observed on the surface of the cornea with the slit lamp and found to have lost a good part of his corneal epithelium on the injured eye. Additional information via faxed questionnaire was received on (B)(6) 2019 from the patient who had worn the contact lens since 2015 and correctly handled it with proper hygiene. It was confirmed by an ophthalmologist that 2/3 of her cornea had ulcer with a scar inferiorly located on it, without anterior chamber reaction. The patient was instructed to temporarily stop lens wear, was advised to wear sunglasses and was treated with an unspecified vitamin a ointment, sodium hyaluronate, ciprofloxacin; treatment modality and duration were not provided. The patient's symptom was reportedly improving with sequelae. Further information was received on (B)(6) 2019 via fax from the surgeon. There were no medical records available nor relevant tests performed for the patient. It was also reported that there was no decrease in patient's visual acuity. At the time of this report, patient's symptoms have been resolved.